Event description:
Multiple symptoms of breast implant illness and even some surgeon thought I had cancer. I have textured sientra implants. I had them removed as I was facing hospitalizations repeatedly with cardiac problems, extreme psoriasis that started on chest and reached my back, face, head, neck, groin, and legs. I can no longer use perfume, eat meat, and may forever be fatigued and I'm just turning (B)(6). I had sermons leading up to my neck making it the deepest pockets my surgeon ever done, a graduate of (B)(6). I strongly urge you to recall all textured implants as this is by far the worst thing I've ever experienced and I've been partially paralyzed from an accident. My accident injuries will never hold a candle to the amount of pain, and mental trauma to my family and myself. I do not want anyone suffering, do you? This is not worth over (B)(6) in surgeries and other expenses that is only going to hurt our economy and it's americans. Help us. Call for records, I have them around the country as I had to travel for surgery and kept tubes in my chest 2 weeks. This is unamerican. Don't put us in danger please. You've got the power to help others, please do the right thing. FDA safety report ID# (B)(4).